Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a complete heart block during a pulse field ablation (pfa) procedure. The patient had been ablated successfully for cavotricuspid isthmus (cti) dependent flutter in the right atrium with a biosense webster radiofrequency catheter and a pulmonary vein isolation and posterior wall isolation with the farawave pfa catheter. The patient went into mitral flutter and the physician decided to use the farawave catheter to ablate an anterior mitral line and considered off-label use, starting from the right superior pulmonary vein. When the ablation catheter was near the mitral valve annulus, the physician looked at the his tags on the carto map and it was noted that the tags were 2.2 cm away from the spot ablation was to be done. The pulse was delivered near this mitral valve annulus, and the patient went into a complete heart block. The physician maneuvered a catheter into the ventricle and paced from the catheter so the patient would have a heartbeat. The time from start of complete heart block to start of pacing was estimated to be about 11.9 seconds. The physician began to bring the pacing rate down and the patients intrinsic heart rate was seen beating the pacing. The total time from complete heart block to the patient's intrinsic rhythm being seen again was estimated to be about 1 minute and 50 seconds to 2 minutes. The patients heart rate and pr interval returned to normal. The physician believes this area of the conduction system was just stunned. The patient is being sent home same day and is fully recovered. The device is not expected to return as it was disposed.